Event description:
It was reported that the pt was diagnosed with inflammatory mass. The pump was going to be replaced. No pt symptoms, treatment, or outcome was reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.